Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, after using the cat8 and another manufacturer's sheath for several passes, the physician noticed that the cat8 was kinked and had collapsed on itself. Therefore, the cat8 was removed and the procedure was successfully completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.